Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo showed an opened 10ml tray with several 10ml syringes on one side. In the empty spot at the bottom of the tray a piece of foreign matter was observed. It appeared to resemble a fiber, possibly a piece of hair, an eyelash or a synthetic fiber. It was not possible to identify based on the photo provided and without a physical samples. Potential root cause for the foreign matter defect is associated with the material handling process. No corrective actions are necessary based on the defective rate identified. Batch 9238779 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that a small "hair/eyelash" was found in the bd syringe luer-lok¿ tip before use during an inspection. The following information was provided by the initial reporter: "small hair/eyelash found in a tray pack of 10ml syringes. Found during inspection, units affected were segregated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small "hair/eyelash" was found in the bd syringe luer-lok¿ tip before use during an inspection. The following information was provided by the initial reporter: "small hair/eyelash found in a tray pack of 10ml syringes. Found during inspection, units affected were segregated."